Event description:
It was reported that the patient had constant pain and squeaking in his right hip since his surgery and has progressively worsened therefore, he required a revision surgery on (B)(6) 2010. Patient stated that it was noticed during revision surgery that 50% of the tendon was shredded and inflamed. Patient also stated that his surgeon sent in the explanted devices back in 2010 when he had the revision surgery for analysis. Patient wanted to know the results.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
Correction: it was determined that this event is a duplicate of MFR. Report # 9616680-2010-00351 (stryker reference (B)(4)). When available, investigation results will be submitted under MFR. Report # 9616680-2010-00351.

Event description:
It was reported that the patient had constant pain and squeaking in his right hip since his surgery and has progressively worsened therefore, he required a revision surgery on (B)(6) 2010. Patient stated that it was noticed during revision surgery that 50% of the tendon was shredded and inflamed. Patient also stated that his surgeon sent in the explanted devices back in 2010 when he had the revision surgery for analysis. Patient wanted to know the results.